Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and was unable to duplicate the reported issue or find an issue with this part. A further root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the on/off button on their device intermittently doesn't work and is hard to press. As a result, the device may be unable to power on and deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.